Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to state the patient had their device turned off because after implant they "fell believing that [their] device migrated." The patient had never received any therapy benefit. No other information was provided by the patient to the caller. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 978b133, lot#: va2gkel, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.